Event description:
(B)(6)clinical study. It was reported that during a percutaneous coronary intervention, abrupt closure occurred. In (B)(6) 2013, the subject's qualifying condition was stable angina (braunwald classification ib) and the subject was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 95% stenosis and was 16 mm long with a reference vessel diameter of 2.50 mm. It was treated with pre-dilatation and placement of 2.50 x 20 mm study stent with residual stenosis 0%. Post procedure core lab angiography revealed presence of abrupt closure. Final timi flow 3 was noted at the end of the procedure. The subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).